Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: patient consequences? If yes, please specify. No h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a needle and suture outside the foil packet was received for analysis. Product code nw1666. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined with magnification, and no suture remnant was noted. The suture was inspected, and the insertion end did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and suture was used. When the doctor opened the suture foil to close the knee capsule, he found the suture and needle were separate inside the foil. The surgeon kept that suture aside and opened another foil and closed the layer. There were no adverse patient consequences. Upon evaluation of the returned device, the insertion end did not meet the requirement. No additional information was provided.